Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. The customer also stated the pump had a crack on the top right corner of the screen. The customer's blood glucose was between 43mg/dl-53mg/dl, current blood glucose was 176mg/dl. The customer hospitalization was caused due to an over bolus on her pump and blood glucose would not go up. The customer was treated with IV drip. The customer declined to troubleshoot.